Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle experienced a shield/cap/stopper that had a different color/shade or was faded. Product defect was noted prior to use. The following information was provided by the initial reporter: different color of the cap got mixed.

Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for a discolored shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle experienced a shield/cap/stopper that had a different color/shade or was faded. Product defect was noted prior to use. The following information was provided by the initial reporter: different color of the cap got mixed.